Event description:
It was reported during the customer's process of inserting the catheter into the patient, the patient suddenly moved his arm. As a result, the stylet located within the patient's vein penetrated the midpoint of the catheter and the catheter was cut off. The customer removed the catheter remaining in the patient's vein through quick treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood residues throughout the returned device. It was observed that the safety mechanism was not advanced over the needle tip. The guidewire was not advanced upon the return of the device. The catheter was observed to be broken along the catheter shaft. The distal end of the catheter was not returned for evaluation. A microscopic observation revealed a chevron shaped break in the catheter with a shiny fracture surface and sharply formed fracture edges. Inspection of the catheter along the returned device revealed characteristics of a catheter break caused by damage from pulling the catheter along the needle bevel. An examination of the catheter structure revealed no potential damage or defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.